Event description:
It was reported via repair work order that the right zoom handles were broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.